Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power event was confirmed via log file analysis. The heartmate iii system controller (serial #: (B)(6)) was returned for analysis and log file was downloaded for review spanning approximately 3 days (04dec2020, 01jan2000, 08apr2021 per timestamp). Events occurring on (B)(6) 2000 and events on (B)(6) 2021 are from product testing at abbott. Events on (B)(6) 2000 are from when the system clock was not set. From (B)(6) 2020 at 11:03:14 - 14:40:42 are multiple intermittent atypical power cable disconnect alarm on the white power cable coincident with rsoc invalid faults. These alarms would clear on their own. Beginning on (B)(6) 2021 at 14:40:48 - 14:43:17 were low power advisory alarms that developed into no external power alarms due to a loss of power on the white power cable. The backup battery provided power during these events. These alarms cleared when the driveline was disconnected. There were no other notable alarms in the log file. Pump operation was not affected. The system controller was returned with significant damage to the white power cable bend relief and with fluid ingress build up inside the cables and controller. The system controller failed initial stages of testing due to the damaged white power cable not being able to communicate with the system monitor. When the white power cable was connected the location of the existing damage began to smoke; although not confirmed, the pre-existing wire damage and fluid ingress may have contributed to this. The power cables of the system controller were exchanged with a working set of power cables and the system controller was able to function as intended without issue. The system controller was able to operate on a mock loop without issue. The root cause of the reported no external power alarms was determined to be from the white power cable of the system controller being damaged. The root cause of the damage was unable to be conclusively determined in this analysis. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including power cable disconnect alarms and no external power alarms. Heartmate iii instructions for use section 8 entitled equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ "caring for the equipment" describe how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Heartmate iii patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient complained of batteries alarming no power even though the patient changed them multiple times. The white stress relief was broken, which was believed to have a snapped wire. The patient was seen in the clinic and connected to the patient power module and the entire system alarmed no external power. The patient shorted the patient power module. This resolved when the system controller was exchanged.